Event description:
A certified ophthalmic technician reports that during lasik surgery, the laser stopped firing at 29.8% complete on the right eye. He later provided information indicating the flap was replaced and the patient was moved out from under the laser. The procedure was aborted and the system re-calibrated. The procedure was then completed with no further issues and the patient's outcome was not affected.